Event description:
The reporter states an implantable collamer lens was implanted into the patient's right (od) eye. The surgeon reports excessive vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk. Model #: unk. Implant date: unk. Device manufacturer date: unk. Claim#: (B)(4).

Manufacturer narrative:
B5-additional information: a 13.7mm tmicl13.7, -12.5/+1.0/101 (sphere/cylinder/axis) lens was implanted on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as other: "the recommendation from dfu for 13.7 was too large for the patient." Reportedly the lens did not fail to perform as intended. H6-health clinical code 4581: significant reduction of ica. Claim# (B)(4).